Event description:
After placing the electrode in the needle to start with the sensor and motor testing, the patient felt a shock. The generator button was not turned on and as the needle was placed, the patient felt a shock. After starting the sensor and motor stimulation, low thresholds (around 0,15v) were noted. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One ionic rf¿ generator was received for analysis. Ac power was applied to the ionic rf generator and the system successfully executed the power on self-test (post) with no faults detected. The maximum output voltage for sensory mode is 3 volts. A functional test confirmed all output voltages meet all current manufacture specifications. An electrical safety test was also performed with no anomalies identified. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be remains unknown as the reported issue was unable to be reproduced.

Manufacturer narrative:
Additional information: e1, g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported shock remains unknown.